Manufacturer narrative:
The field service engineer found liquid on top of cuvettes and on the cell covers caused by a misaligned teflon tip. He readjusted the tip and confirmed the analyzer was running within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for elecsys igm (igm) on a cobas 6000 c (501) module. Patient 1 (sample number (B)(6)) initial result was 1.67 g/l. The sample was repeated with results of 1.37 g/l, 45.71 g/l and 7.43 g/l (with dilution), and 1.12 g/l. The sample was tested at another laboratory with a result of 1.18 g/l. Patient 2 (sample number (B)(6)) initial result was < 0.05 g/l. The sample was repeated with results of 14.26 g/l and 0.81 g/l. The sample was tested at another laboratory with a result of 0.71 g/l. Patient 3 (sample number (B)(6)) initial result was 3.08 g/l. The sample was repeated with results of <0.05 g/l and 27.65 g/l 1.77 g/l. The sample was tested at another laboratory with a result of 1.84 g/l. Patient 4 (sample number (B)(6)) initial result was 3.75 g/l. The sample was repeated with results of 2.85 g/l, and 1.81 g/l. The sample was tested at another laboratory with a result of 1.84 g/l. No questionable results were reported outside of the laboratory. The igm reagent lot number and expiration date were not provided.